Event description:
Customer reported an altitude alarm was declared by pump, and blood glucose levels remained stable without adverse impact. Technical support instructed the customer to remove obstructions from the speaker holes, clean the area gently, and attempt to resume insulin delivery by removing and reconnecting the cartridge. When initial attempts were unsuccessful, customer was guided to load a new cartridge and resume insulin, but the alarm recurred. Customer was instructed to wait two hours to allow any moisture to evaporate, which resolved the issue.